Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 27 april 2017. The fse inspected the analyzer and found that both the tip and test cup were backed up causing the tests to abort. The engineer took apart the entire waste system and cleaned out debris. The system was tested no errors were reported, the customer also ran the rest of tests with no errors. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the waste chute backed up with tips and test cup

Event description:
On (B)(6) 2017 a customer reported speciman z bump error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.